Event description:
It was reported that during the procedure to treat a target lesion in the left anterior descending artery, the 2.5 x 12 mm nc trek dilatation catheter became kinked during advancement. The physician continued to use the device without difficulty. At the end of the procedure, the guide wire, guide catheter and the device were removed as a single unit and the dilatation catheter was noted to separate into two segments. The separation occurred at the hypotube and the separated segment was able to be removed with the guide catheter and guide wire. No resistance was noted during withdrawal. There was no adverse patient effect and no clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4) - failure to follow steps/instructions. Evaluation summary: the device was returned for evaluation. The reported kink and shaft separation were confirmed. Based on analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances or exceptions for the lot. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. It should be noted that the non-compliant (nc) trek instructions for use (IFU) states in the warning section that the device should not be used if the shaft has become bent or kinked. This may result in the shaft breaking. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.